Event description:
Healthcare professional (hcp) reported pt receiving hemodialysis on 550 device. Hcp initiated treatment at 11:26, at 12:37 pt care tech (pct) noticed air in the blood line and notified pt nurse. Hcp reported air in the line, no blood in the drip chamber and device was alarming. These events occurred simultaneously. Pt blood pressure dropped to 64mmhg and pt experienced loss of consciousness. Medical director was present and adminstered 5 liters oxygen via mask, 550 cc normal saline and 1 mg atropine. Pt blood pressure increased to 170/62 and pt was alert and oriented prior to being transferred to local hosp via emergency medical system, hcp reported pt was seen at 15:00 that day and stated pt was doing fine. Hcp stated no pt injury resulted from this event. Pt has since returned to the unit for subsequent dialysis treatments. Device was removed from service at the time of this event.